Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After post-dilatation using a non-bsc device, a 3.50mm x 12mm nc emerge was advanced for dilatation, however, during second inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported, and the patient status was stable.